Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: frequent urination, high ketones. The pt reported that "pt was harmed by having frequent urination, nausea, blurred vision, severe leg cramps". The meter allegedly would not power on. The pt was unable to obtain a result on the one touch ultra meter. The pt was able to use another non-lifescan meter. The results documented were 434 and 221 (units not specified). There was no comparison between the pt's meter and another device. There was no treatment. The pt tried a new battery on the one touch ultra meter. No further info has been reported.